Event description:
The spva hydrocephalus valve which was placed the first of (B)(6) didn't work and hydrocephalud remained the same. This was confirmed clinically, with a CT scan of the head and during the explantation of the valve.